Event description:
It was reported that during a heavily tortuous and calcified right internal carotid artery procedure after stent placement, resistance was met when advancing the embolic protection recovery catheter through the deployed stent. After multiple balloon inflations and neck positioning, the recovery catheter was able to advance through the stent and capture the embolic protection device. There was no adverse patient sequela and no clinically significant delay in procedure reported. One day post procedure the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.